Event description:
A report was received that the patient experienced pain at the pocket site due to the location of the ipg. The patient underwent revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.